Event description:
Ventilator was alarming. Patient was purple and tachycardic. Rn began bagging patient and color returned. The vent alarm was "failure to cycle." Circuit did not come apart per the rn. Vent was removed and biomed called. A new vent placed on the patient.